Event description:
An implant card was received notifying the manufacturer of a full vns system replacement due to "dysfunction of the vns system." Further follow up indicated that the reason for replacement was suspect lead partial break because high lead impedance was found on both normal mode and system diagnostic test. It was reported that a biphasic signal from emg-based lead test confirmed the suspected lead break. X-rays were taken and were reported by the physician to be unremarkable. The generator was replaced for prophylactic reasons. The explanting facility will not return explanted devices to the manufacturer for analysis; therefore, no analysis can be performed.